Event description:
This lead was removed and replaced one day after implant because of bad sensing and threshold readings. The physician tried to reposition the lead the night of the implant, but the numbers were still bad the day after. The hospital retained the device. Should more information become available, this report will be updated.